Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported loss of therapy and that patient¿s therapy hasn¿t worked for years. The caller was redirected to have the patient follow-up with managing healthcare provider for possible overdischarge. Additional information received from manufacturer representative reported that the patient had not used the device in years and attempted to charge but got the poor communication screen. No further complications were reported. The indication for implant was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturer representative. It was reported the patient was having difficulty charging their implantable neurostimulator (ins). The patient had not used stimulator or charged because they were in rehabilitation for a femur fracture. When the patient tried to recharge, there was no connection. The antenna locate feature of charger x 20 recharge was initiated. At the time of the phone call, the ins was ¾ full. The plan was to meet with the patient on (B)(6) 2017 to clear the power on reset (por). Additional information reported that the patient met with a manufacturer representative on (B)(6) 2017 and cleared the por. The issue was resolved. No further complications were reported/anticipated.